Manufacturer narrative:
Occupation is patient/consumer. The meter and test strips were requested for investigation, however, the test strips are no longer available. No product has been received for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Since the product was not returned for investigation, the cause of the event could not be determined.

Event description:
There was an allegation of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 2:09 pm the result from the meter was 4.9 inr. At 2:12 pm the result from the meter was 4.6 inr. At 4:00 pm the result from the lab was 2.8 inr. The patients therapeutic range is 2-3 inr . The patient measures once a week.

Manufacturer narrative:
The evaluation method and investigation conclusion codes were updated. The patient stated "sometimes" it takes him longer than 15 seconds to dose the test strip. Product labeling states "after sticking your finger, you have 15 seconds to apply blood to the test strip. If it takes longer to form a good drop of blood, lance a different finger for the test."